Event description:
A pharmacist stated that the customer opened a new carton of test strips and found the cap open on one of the bottles. The customer did not allege any adverse events. The test strips are to be returned for eval, as exposure to moisture can cause high test results. The pharmacy replaced the test strips for the customer, so bayer sent replacement strips to the pharmacy.